Event description:
Event description cpi received information that this endotak transvenous defibrillation lead is fractured. The physician elected to implant a new endotak without extracting the old endotak but could not gain access. Will try again at later date.